Event description:
It was reported that patient received a high voltage therapy. Upon review of the egm, the patient did in fact experience a vt event. Noise on the lead was also noted during detection following successful therapy delivery. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.